Event description:
The user facility reported that the device slipped during preparation for a craniatomy procedure. There was no patient injury reported. This medwatch is linked to medwatch # 3004608878-2007-00032.

Manufacturer narrative:
An investigation has been initiated based upon the reported incident.